Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of patient made a mistake/touch contamination/did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was reported as patient made a mistake/touch contamination/did not wear a mask. Treatment information was not provided. The patient was recovering at the time of this report. The outcome for the events of patient made a mistake/touch contamination did not wear a mask were not reported. Action taken with dianeal therapy was not reported. The nurse stated the event of peritonitis with (B)(6) was not related to dianeal therapy, but did not provide an opinion of causality for the events of patient made a mistake/touch contamination/did not wear a mask.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g29043, h11i07086 and h11h18044. No exceptions were observed that were related to the reported condition. This issue is confirmed based on information provided, that there was a break in aseptic technique as the patient made a mistake/touch contamination/did not wear a mask. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.